Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had erratic readings. The customer indicated that there was no patient involvement. No further information available.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation and the front case was broken. The device failed to meet specification as it was received or made available for evaluation. The investigation isolated the failure to the housing damage. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.